Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that the reported product is not a medtronic product. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D1, d4, g4: product identifiers are unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding a patient having who had rod breakage. It was reported that after doing well post-2021 surgery, the patient experienced a snap and back pain while walking on (B)(6)2024 due to spontaneous rod breakage. On (B)(6) 2024, he visited the ER with pain and noticeable bumps from the broken rods. A CT scan was performed, but the break wasn't mentioned; he was treated for pain and discharged. After failing conservative therapy (physical therapy and meds) and consulting orthopedics, x-rays ordered by a spine surgeon confirmed the rod breakages. A revision surgery was performed on (B)(6) 2025 using medtronic devices again. The patient has been doing well since the revision. On (B)(6) 2025, update received (email, rep): the patient has a previous history of hypertension and factor v leiden. The patient has previously had abdominoplasty done in 2013. Patient also had a tonsillectomy. Date of procedure: (B)(6) 2021 pre-op diagnosis: 1. Scheuermann's thoracic kyphosis 2. Exaggerated lumbar lordosis 3. Severe back pain post-op diagnosis same procedure: # t3 to l2 posterolateral arthrodesis for spinal deformity # t3 to l2 posterior column osteotomies (grade ii - smith peterson osteotomies) # t3 to l2 segmental fixation # morselized allograft # morselized autograft from same incision. On (B)(6) 2021, discharge summary: patient discharge condition: stable (B)(6) 2021, ed clinical summary MRI l-spine w/o contrast reason: increasing low back pain post surgical, no, no, transport mode: stretcher, patient has IV MRI t-spine w/o contrast reason: increasing pain post surgical, no, no, transport mode: stretcher, patient has IV diagnosis: 1:back pain with history of spinal surgery impression: 1. Findings of recent t3-l2 psif with obscured spinal canal and cord at these levels due to hardware artifact. 2. Partially imaged subcutaneous fluid collection from t2 through t7, likely representing postsurgical seroma/hematoma. 3. No neural compromise involving the lumbar spine. On (B)(6) 2021, ed clinical summary discharge information discharge disposition: admitted as inpatient (B)(6) 2021, discharge summary pt was admitted for blood clots in his arm and severe pain and sob. He was found to have pe and was started on heparin. He is recent post op surgery for his back. He also have factor v leyden mutation. He was kept for pain control in his arms and feels much better today. He was transitioned to eliquis. He will be on this for rest of his life because of his condition. Diagnostic results CT chest (B)(6)2021 impression: right lower lobe pulmonary embolism to the lobar level. No definite left pulmonary embolism. No evidence of significant right heart strain. Ue venous duplex (B)(6)2021 patient discharge condition: stable.